Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had several electrical faults on the morning of the event. The site performed a cleaning procedure to remove the contamination from the driveline connector. The controller, not the driveline cable, was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed foreign material on the controller driveline connector. The reported electrical faults were confirmed via review of the controller log files, which revealed "electrical fault' alarms on the date of the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller (B)(4) passed functional testing but failed visual inspection due to the foreign material. The confirmed malfunction is related to the reported event. A specimen was collected during cleaning of the driveline connector and was delivered to the manufacturer. The submitted specimen is grossly and histologically consistent with an amorphous, acellular proteinaceous material. The root cause for the reported "electrical fault" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Controller - (B)(4) / 1403us - expiration date: 10/31/2015 - device manufacture date: 10/26/2014. FDA codes: controller (B)(4).

Event description:
It was reported from the united states that this (B)(6) year old male patient had several electrical faults on the morning of the event. The facility performed a controller exchange. A cleaning procedure was completed at the bedside by a manufacturer's representative clinical engineer as per the protocol with the pump being stopped twice for the procedure. Upon examination the manufacturer's representative noticed contamination within the connector but none was noted on the wires. It was reported the procedure was well tolerated by the patient. The controller was returned to the manufacturer for evaluation.